Manufacturer narrative:
This device was explanted on post-operative day one due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. This device was not returned for evaluation at this time. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information that a 27mm pericardial mitral valve was explanted on pod#1 due to unknown reasons. A 25mm pericardial mitral valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
X-ray demonstrated wireform distorted; as received the valve was in an oval shape. Leaflet 1 had a cut section of 13mm x 4mm, and leaflet 2 had a cut section of 13mm x 5mm. The leaflet fragments were not returned. Leaflet 3 had a cut of 13mm. All cuts had smooth and even edges. All three leaflets had a pink tinge in color. The wireform was exposed near leaflet 2 at the outflow aspect. A ring shaped rubber material was returned with the valve. Based on the product evaluation, the root cause for the event remains indeterminable. If new information is received a supplemental report will be submitted.